Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of earth current leakage found during evaluation. The assignable cause of the earth current leakage was determined to be a shorted pump assembly due to fluid ingress. Baxter has conducted a trend review and no trend was present for the issue. Baxter will continue to monitor similar reports to determine if further actions are required.